Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, a sales representative reported via (B)(6) that an ar-8741-40 3.5 mm beveled ft driver tip broke off during hardware removal. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head. The complaint allegation was confirmed based on the customer's attached picture, which showed the driver with a broken and bent tip.